Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation." Patient allegedly received an implant via the right internal jugular vein. On (B)(6) 2009, implant report: "successful placement of removable ivc filter." On (B)(6) 2019, report from computerized tomography (CT): "ivc filter, with filter struts extending beyond the wall of the ivc, one of which appears to perforate the third portion of duodenum (series 2, image 45). There is abnormal right lateral and posterior tilting of the filter apex also." On (B)(6) 2019, retrieval report successful: "retrieval of inferior vena cava filter using combination of glide wire sling and rigid bronchial forceps." "There was an infrarenal retrievable type inferior vena cava filter in position. The apex was embedded in the wall. There was extensive filter strut penetration." "Using sling and forceps we withdrew the filter slowly into the sheath over a wire. There was no fragmentation."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: patient had a celect filer successfully placed on (B)(6) 2009 due to large clot burden in lungs and dvt. On (B)(6) 2019 the patient had a CT scan. It showed filter legs extending beyond the ivc wall, one which appears to perforate duodenum. In addition, an abnormal right lateral and posterior tilting was observed. On (B)(6) 2019 the patient had a retrieval procedure. The filter was observed embedded in the ivc wall and with extensive filter legs penetration. The filter was completely removed with use of a glide wire sling in combination with a bronchial forceps. Celect filter was returned for evaluation. The celect filter was intact, nicely shaped and with the filter hook intact. Based on the investigation of the returned filter and the information provided the exact reason for the filter to perforate the ivc during the implant period cannot be determined. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.